Event description:
The customer's mother reported the customer received a reading of 89 mg/dl on his blood glucose meter in 2009, and he experienced a seizure. The paramedics were called, reportedly obtained a reading of 39 mg/dl on their blood glucose meter and administered a glucagon shot. It was additionally reported the customer was then transported to a hospital where he was diagnosed with hypoglycemia and treated with a glucagon. The customer was reportedly kept overnight at the hospital and discharged the next say. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.